Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that right atrial (ra) lead was explanted due to dislodgement and loss of capture with no asystole observed. Additionally functional undersensing was noted. As a result, a different lead was implanted. No additional patient adverse effects were reported.